Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two stations were stuck on the maintenance mode screen. The user said that a firmware update had been performed and all stations had been rebooted. All stations were working fine after the reboot except for the eyes and psu1 stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the 2 stations stuck on maintenance mode. A technical support specialist (tss) dialed into the stations. Both stations were in maintenance mode. Tss called the customer and informed user to wait for the firmware update to finish. The user acknowledged and agreed to monitor the update. Later, tss called and informed the user that both affected stations were up and running. The issue was resolved. The system functioned as intended after the technical support specialist assessed the device.